Manufacturer narrative:
(B)(4). At this time, the hospital has the lead and the field representative is unaware if it will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and left ventricular (lv) lead had rising thresholds during an implant procedure. Fluoroscopy revealed that both leads had slightly dislodged. The physician was able to get acceptable thresholds for both leads in unipolar configuration and the pocket was sewn up. The following morning, the patient was admitted back to the coronary care unit with loss of capture on both the rv and lv lead, which resulted in greater than two seconds of asystole. Surgical intervention was performed and the lv was explanted and replaced, while the rv lead was repositioned. There was no additional adverse patient effects reported.